Event description:
It was reported that the catheter broke in half during an attempted device upgrade. The inner catheter was inside an outer guide catheter. It was in the coronary sinus and had delivered the lead into an lv branch. The physician slit the catheter and pulled it out but later noticed that approximately 8 inches of the distal end of the catheter had remained between the ostium of the coronary sinus and the superior vena cava. Two other physicians helped to snare the remaining section, and the catheter piece was retrieved. The patient was stable and asymptomatic during the procedure. The upgrade was abandoned. The pieces of catheter were retained by the hospital and will not be returned for analysis.